Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated digoxin result, above the therapeutic reference range, generated by the access 2 immunoassay system for one patient. Repeat analysis of the patient sample produced results within the therapeutic range of the assay. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plasma sample tube and was centrifuged at 3,000 g for 10 minutes. Digoxin qc was performing within the customer's established limits. Per customer supplied data, system checks performed on (B)(4) 2011 passed within instrument specifications. System check data supplied from (B)(4) 2011 failed to pass within instrument specifications two times before the customer performed a passing system check on their third attempt. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse performed a high sensitivity system check within instrument specifications. The fse determined that "no faults could be found" with the instrument. A definitive root cause has not been determined to date for this event.